Manufacturer narrative:
(B)(4). Batch # t5c818. Device evaluation summary: the analysis results found that a sr75 reload was received with the right gripping surface broken off. The cartridge was received unfired and with the swing tab in the unlocked position. No functional testing was performed due to the condition of the reload. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a semi-open colectomy, it was found that the cartridge was damaged before use. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.